Manufacturer narrative:
The report received from the FDA did not include the customer's info. The part number 0180-125 was provided, however, this is an invalid microtek part number. The report also included lot number c6160. After running a lot shipment report, we can only assume that the correct part number should be 0100-18s.

Event description:
.